Manufacturer narrative:
(B)(6).

Event description:
It was reported the device was entrapped on the guidewire and difficult to remove. A 1.50mm rotapro and rotawire were selected for use in an atherectomy procedure. During the procedure, the burr became entrapped on the wire. The burr catheter could not advance over the wire. Damage was observed on the rotawire. There was difficulty removing the device. The procedure was completed with a new device, same model. The patient experienced no complications.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter state: (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. Product analysis did not confirm the reported event, as the rotawire was able to be removed from the rotapro device with no resistance or issues.

Event description:
It was reported the device was entrapped on the guidewire and difficult to remove. A 1.50mm rotapro and rotawire were selected for use in an atherectomy procedure. During the procedure, the burr became entrapped on the wire. The burr catheter could not advance over the wire. Damage was observed on the rotawire. There was difficulty removing the device. The procedure was completed with a new device, same model. The patient experienced no complications.